Event description:
It was reported that during a gastric bypass procedure, a piece of titanium blade broke off. The piece was removed. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/10/2008. Info anticipated, but unavailable at this time.